Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 7th related complaint for needle hub separates on lot # 9119568. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9119568. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200821997] noted for raised hubs. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 5 0.3ml 31gx6mm u-100 insulin syringe experienced the cannula breaking off (patient or non patient end) or pulls out during use. The following information was provided by the initial reporter: material no.: 328521 batch no.: 9119568. Verbatim: consumer reported the needle remained inside the shield. Sample discarded. She uses the 31g 6mm 3/10 ml. Incident date: unknown, occurred: 5, item#: 328521, lot#: 9119568. Consumer uses the new needle each time of her injection. Advised consumer to save the sample if re occurs, offered to send the replacement. Consumer left voicemail stating she purchased the needle was stuck inside the needle shield.